Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the outer body was compressed 114cm from the proximal end and just proximal to the proximal marker. There was some resistance encountered moving the inner body through the outer body. Examination of the dual tapered tip found that it was kinked 11cm from its proximal end. The stent was returned separately and no anomalies were noted. There is no indication from the investigation or information provided that the reported hemorrhage is related to product specification nonconformance, misuse or the partial stent deployment. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the device directions for use. Additional information stated that the anatomy was highly tortuous and resistance was encountered when trying to deploy the stent. Based on this information, the most probable cause for the difficulty encountered during deployment was either excessive tortuosity in the region of the loaded stent, resulting in higher deployment force or excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the inner body to the stent. Therefore the cause of the stent partial deployment is considered related to operational context.

Event description:
When the physician attempted to deploy the stent at the lesion, only part of the stent could be deployed in the tortuous anatomy. The physician chose to withdraw the entire delivery system from the patient. Once the device was outside the patient, the stent fully deployed. It was reported that as the physician had been advancing the stent to the lesion, a cerebral hemorrhage was noted. The patient is being given medication and monitored as a result of this hemorrhage. There were no reported neurological deficits due to this event.

Event description:
When the physician attempted to deploy the stent at the lesion, only part of the stent could be deployed in the tortuous anatomy. The physician chose to withdraw the entire delivery system from the patient. Once the device was outside the patient, the stent fully deployed. It was reported that as the physician had been advancing the stent to the lesion, a cerebral hemorrhage was noted. The patient is being given medication and monitored as a result of this hemorrhage. There were no reported neurological deficits due to this event.